Event description:
A report was received that a clean needlestick injury occurred at the user facility. The nurse reportedly was practicing with the device and inadvertently stuck herself with the exposed needle. No treatment was associated with the event.

Manufacturer narrative:
Device has been returned for evaluation but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results of the evaluation.